Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that during surgery, while outside the patient, it was noticed that the thread on the trigen internal hex captured screw 5.0mm x 30mm is faulty with a fractured appearance. Procedure continued with a backup device from smith and nephew, with a delay of less than 30 minutes, and no injury. Patient's condition is stable.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident this device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further investigation warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H3, h6: the associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The threads on the device are damaged and have burrs. The damaged area appears to be anodized suggesting the damage occurred during the manufacturing process. Work-order is also 100% visually checked for parts to be free of burrs. A review of the DHR performed and did not indicate any issues. However, the implemented controls and detection points are adequate to capture this type of defect and is not considered a systemic issue per history of complaints and non-conformances. Possible causes of the defect are: wore and broken tool and machine variance. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary.